Event description:
Related manufacturer reference number:2017865-2022-07840. Related manufacturer reference number:2017865-2022-07841. It was reported that the patient has deceased on (B)(6) 2022. The primary cause of death was ischemic cardiomyopathy. There is no known allegation from a health care professional that suggests that the death was related to patient's implantable cardioverter defibrillator system.

Manufacturer narrative:
The reported event was patient death. As received, the device was above elective replacement indicator (eri). Device interrogation, electrical and longevity analysis was normal with no anomalies found.